Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin. It was reported the patient generally has sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was prescribed clobesol cream and propolin from the dermatologist. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin. It was reported the patient generally has sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was prescribed clobesol cream and propolin from the dermatologist. Follow up indicated the irritation improved. Supplemental report 9/16/2021: submitting report to correct section g4.